Event description:
It was reported that during an unknown procedure, the clips malformed upon the initial firing. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of the device did this event occur on? Not available. What vessel or structure was the device fired on at the time of the event? Not available. Was the clip fully advanced into the jaws prior to firing? Not available. Was there any torquing or twisting of the device present at the time of firing? Not available. Was any unexpected resistance felt while firing the trigger? Not available. Were any unexpected noises heard? Not available. Did anything unexpected happen prior to this incident? Not available. Was the device fired after this incident in or out of the patient? Not available. What were the indications for surgery? What was found? Not available. Does the patient have any relevant history of surgical treatments? Not available. Did somebody other than the primary surgeon fire the instrument? Not available. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Additional information: mod 3 (ees on end of shaft)? Believe it's 3, had a line at distal end of shaft lot/batch#? H44u90. Which firing of the device did this event occur on? Not available. What vessel or structure was the device fired on at the time of the event? Not available. Was the clip fully advanced into the jaws prior to firing? Not available was there any torquing or twisting of the device present at the time of firing? Not available. Was any unexpected resistance felt while firing the trigger? Not available. Were any unexpected noises heard? If so, when? Not available. Did anything unexpected happen prior to this incident? Not available. Was the device fired after this incident in or out of the patient? Not available. What were the indications for surgery? What was found? Not available. Does the patient have any relevant history of surgical treatments? If so, what? Not available. Did somebody other than the primary surgeon fire the instrument? If so, whom? Not available. The analysis results found that the device was received with the tip of the advancer bent. No functional test could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clip track was found damaged. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No conclusion could be reached as to what may have caused the damaged of clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.